Manufacturer narrative:
The device was serviced on-site by baxter technician. Review of the complaint history reveals similar battery related reports have been received for this product. There is a CAPA opened to document and evaluate this issue.

Event description:
Facility reported a pump that needs battery. Information was not provided regarding whether or not the device was in patient use when the event occurred. However, no patient injury or medical intervention has been reported related to this event.